Event description:
Irn# (B)(4) incident occurred in (B)(6). Tentitive translation: tip of needle remained in patient. No surgery performed.

Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.